Event description:
During a silicone dip implant case the disposable pack send from ascension in (B)(6) was used. The small egg shaped bur was used to enlarge the proximal and distal holes for the broaches. Upon completion of the case, and while the room was being turned over the circulator nurse noticed a small dark object on one of the final x-rays that was not present on the initial x-rays before incision. After looking into the matter it was determined that the small narrow tip of the egg shaped bur broke off and was embedded behind the implant in the patient. The doctor was notified and the facility staff as well to make an incident report. The broken bur was retrieved from the sharps container and compared to the bur opened for the second case and the two are no longer identical.

Manufacturer narrative:
At the time of this report, the item has not been returned to the manufacturer.